Event description:
It was reported that the patient experienced high blood glucose levels and treated with Correction injection via Manual Injection on(b)(6)2026

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.